Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the patient was hooked up to a normal saline bag that was primed through a smartsite infusion set IV tubing, (B)(4). The writer flushed the line at the y-site with a 10 cc normal saline syringe to check for blood return and to flush prior to pushing adriamycin. There was no leaking noted when I flushed with the normal saline. Writer then attached the adriamycin syringe to the y-site to begin pushing the vesicant 2 ml at a time. After about 16 ml had been pushed through the first syringe, the writer noticed that there was adriamycin leaking from the y-site. It didn't touch the patient, but did get on the writers chemo gloves and on the patient's seat. An estimated 2ml leaked. I could not determine if the leaking was coming from the y- site of the primary line or the green cap that was at the end of the adriamycin syringe. The chemo push was stopped. The patient was disconnected from the primary tubing. Writer gave pharmacy the primary tubing of the normal l saline, along with both syringes of adriamycin. Security was called to be alerted of the event. Evs (environmental services) was called to clean the chair. New primary tubing filled with normal saline was then reconnected to patient. Pharmacy returned adriamycin syringes to writer after they were inspected. The remainder of the adriamycin administration was completed without problem. Clinical nurse socialist of the day hospital was informed."